Event description:
Medical specialties - burn customer stated that the patient was burned in the places not intended while performing laproscopic surgery with the electrodes due to metal being exposed on the proximal end of the shaft. It is reported that this was in use on patient when failure occured and patient injury did occur. Sample is available, sending call tag to sales rep.

Manufacturer narrative:
(B)(4). The customer indicated that the product would be returned to carefusion for evaluation. A customer contact was sent via email for additional information (B)(6) 2015. No additional response was returned by the customer. The complaint devices were returned to carefusion on (B)(6) 2015. An additional customer contact was made 01july2015 for additional information and no additional information was provided by the customer to date. The complaint device has been forwarded to the manufacturer for evaluation. A follow-up MDR will be submitted with any additional information that may become available.